Manufacturer narrative:
Malfunction was verified. Usb cable was not returned with device for investigation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 140 mg/dl.